Event description:
Literature: burn sc, zeller r, drake jm. Do baclofen pumps influence the development of scoliosis in children? J neurosurg pediatr. 2010;5(2):195-199. Summary: the authors reviewed their population of pediatric patients with baclofen pumps to assess the incidence of scoliosis. This was a retrospective chart review of all pediatric patients with baclofen pumps. Cobb angles were measured preoperatively and on follow-up images. Of 38 patients identified, 32 had adequate data available for inclusion in the study (16 with cerebral palsy, 7 with dystonic cerebral palsy, 4 with head injury, and 5 with other diagnoses). The mean age at pump insertion was (B)(6) and the mean follow-up period was 31 months. The mean annual cobb angle progression was 19 degrees. Forty-two cases were investigated for feasibility of baclofen pump insertion. All 42 patients underwent stage I screening, which involves intrathecal injection of baclofen either via a lumbar drain or lumbar puncture. The authors reported development and progression of scoliosis at a greater than previously reported rate for the same patient population. Thirty two patients had adequate pre- and postoperative imaging studies and so were included in the study. Patients' mean age at pump insertion was (B)(6), and the male/female ratio was 25:13. Reportable event: the authors reported on one patient (B)(6) with a diagnosis of hypoxic head injury who had their pump removed 18 months after insertion due to infection in pump pocket. See literature article with MFR report# 3007566237-2011-04843.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.